Manufacturer narrative:
(B)(4). The device was rec'd an devaluated by baxter. The unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower aux were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxilliary components were replaced.

Event description:
It was reported that a device has a sys error 322. It was also reported that there was no pt involvement.